Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported by web self-service that the patient's cgm was reading 215 mg/dl and the patient was taking novolog injection per egv. At an unspecified point, the patient developed dizziness and sweating and the bg was 55 mg/dl. The reversal of symptomatic hypoglycemia was not specified. Attempts to contact the patient for more information about treatment of symptomatic hypoglycemia were not successful. At the time of the report, the patient's condition was normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.